Event description:
A nurse working in a community reported to our company¿s representative that a patient was operated on for the removal of a pilonidal cyst. The nurse was providing wound care at the patient¿s home. Initially, the wound was treated with an alginate ribbon dressing for around fifteen days, followed by approximately four months with our company¿s dressing cut in the form of a ribbon. The protocol was then replaced by gauze ribbon. In the absence of any favorable evolution, the surgeon implemented a negative pressure wound therapy (npwt) which did not work due to sealing problems and the nurse temporarily replaced it by gauze ribbon. Furthermore, at the follow-up surgery appointment, the surgeon confirms that the negative pressure wound therapy had to be discontinued and prescribed a product from our company¿s dressing range in ribbon form. At the first home dressing done by the nurse, following this consultation, the nurse could not find the ribbon. Only a piece of ribbon was glued to the secondary dressing. The patient returned to the surgeon¿s office. The surgeon performed a debridement and reportedly recovered the ribbon and gauze residue from previous protocols. He saw another pilonidal cyst that he excised at the same time. No photograph was available at this time.

Manufacturer narrative:
E1: (B)(6). Alginate ribbon dressing: algosteril; secondary dressing: mepilex border sacrum; negative pressure wound therapy: pico. Based on the available information, this event is deemed to be a reportable malfunction. The product model number and lot number of the dressing are unknown. However, the product name provided was aquacel extra wound care dressings. Hence, the closest model number 420673 has been added. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092; manufacturing site: 1000317571.